Event description:
During a follow-up visit, high thresholds, high lead impedance and low sensing were noted. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.